Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A manufacturing review is in progress. A supplementary medwatch report will be created and submitted upon receipt of additional information.

Event description:
A peritoneal dialysis patient reported fluid leaking from the stay safe plunger during fill 1 of 4.. The patient engaged the pin and discontinued treatment. The patient's peritoneal dialysis registered nurse reported that the patient experienced no adverse event as a result of the fluid leak. The patient was asymptomatic, was not administered an antibiotic, and was not hospitalized. The set was discarded.